Manufacturer narrative:
It is the opinion of fmc na that the possible incorrect use of the product may have caused or contributed to these events. Also of note is that the product had exceeded the expiration date when used by facility. Device history record review: it has been verified that puristeril lot# 100611 had met all specifications prior to its release.

Event description:
It has been clarified by the reporter of the event that 17 of the 41 pts dialyzed at this unit in 2007 experienced a drop in hemoglobin, possibly related to the use of this product.